Manufacturer narrative:
Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
The stellarex device was used in a severely calcified proximal sfa. During inflation at 2 atm, the balloon ruptured. The balloon was removed in one piece and the procedure was completed with a new stellarex device. No patient injury reported. This product problem is being submitted per FDA request because the balloon ruptured below rbp.